Event description:
A malfunction on the pump was reported, with the screen going dark and not turning on initially. There was no negative impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to charge the pump, and the issue was temporarily resolved with the screen turning back on. However, since the malfunction code was resettable and recurring, the customer was advised to continue using their current pump along with mdi (multiple daily injections) as backup therapy. Tandem technical support arranged for a replacement pump to be sent, and the customer was instructed to return the faulty pump using the pre-paid label within 10 days.